Event description:
It was reported that during initial implant, while setting up and configuring the backup controller, the backup battery (bb) was installed without issue. The clock date and time were set appropriately. The backup controller was then connected to batteries to charge the bb. The bb initiated a backup battery alarm. It was then noted that the bb was already expired when it was taken out of the box. The bb was replaced, and the new bb operated without issue once installed.

Manufacturer narrative:
Device serial number was requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Main investigation conclusion: the reported event of a backup battery fault alarm and the backup battery being expired out of box was not confirmed. The system controller and backup battery (serial #: (B)(6)) were not returned for analysis. No log files were submitted for review. Per review of the device history records, the backup battery was confirmed to have not been expired at the time of the event. Multiple good faith efforts were sent to retrieve additional information on if the backup battery would be returning for evaluation and what the serial number of the system controller is; however, no response was received. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed. It was determined that backup battery (serial #: (B)(6)) was shipped with the system controller (serial #: (B)(6)). The system controller was manufactured on 14aug2021 and was shipped to the customer on (B)(6) 2021; however, it was not determined which system controller was in use with the backup battery at the time of the event. The backup battery was manufactured on 17aug2021, so it would not have been expired at the time of the event. No further information was provided. The manufacturer is closing the file on this event.